Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during use, the air dermatome loosing air pressure. The event was identified during inspection. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On july 5, 2018, it was reported that the device was losing air pressure during use. The customer returned an air dermatome device, serial number (B)(4) for evaluation. The customer did not return hose for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated air dermatome serial number 112243 as documented in the repair reports in vdoc portal services. Product review of the air dermatome by medicrea on (B)(6) 2018 revealed that the during the incoming test the motor speed was 4540 rpm with no air leak with a service air pressure at 100 psi. It was also noted that the motor was corroded and used. It was also noted that the calibration was out of specifications and reciprocating arm was used. The hose was not returned for evaluation. Repair of the air dermatome was not performed by medicrea on (B)(6) 2018 customer denied the repair quote and requested to return the device unrepaired. The reported event was non-verifiable since during product review by medicrea it was noted that the hose was not returned for evaluation. The root cause of the reported event could not be specifically determined with the information that was provided since during product review by medicrea it was noted that the hose was not returned for evaluation. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.